Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 3/17/2014, electrode belt: 12/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient experienced a treatment event consisting of six shocks. The patient was reportedly at home and cooking prior to the event. The patient's neighbor found him unconsious in his home. The patient was treated at 16:54:37 on (B)(6) 2017. The rhythm at the time of the treatment was ventricular fibrillation (vf), and the post-shock rhythm was also vf. The patient was treated at 16:55:11 while in vf, the post-shock rhythm was also vf. The patient was treated for a second time at 16:55:11 while in vf, the post-shock rhythm was also vf. The third treatment was delvered at 16:55:53 while the patient was in vf, the post-shock rhythm was idioventricular at 80 bpm. The fourth treatment was delivered at 16:56:27 while the patient was in vf. The post-shock rhythm was also vf. The fifth treatment was delivered at 16:56:59 while the patient was in vf. The post-shock rhythm was a brief conversion with recurrent vf. From 17:01:26 to 17:06:26, the patient's vf rhythm degraded to asystole with intermittent cardiac activity. A sixth treatment was delivered at 17:14:57 while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. The patient's rhythm was bradycardia at less than 20 bpm degrading to asystole from 17:28:03 to 19:07:44. CPR artifact was detected from 19:15:42 until the electrode belt was disconnected at 19:16:53. The patient was taken via ambulance to the hospital, where he passed away on (B)(6) 2017.